Manufacturer narrative:
The paddle lead remains implanted in the patient, and will not be available for evaluation.

Event description:
A complaint was reported regarding dislodged contacts on the patient's paddle lead. The pt reports receiving adequate stimulation. The pt and the doctor have decided not to proceed with a revision surgery at this time.